Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device's dispositioning is pending customer decision. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated service indicator and gave a blank screen when powered on. Upon initial evaluation, physio-control verified the reported issue and observed that the device would power on with a blank screen and subsequently shutdown within few seconds. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had illuminated service indicator and gave a blank screen when powered on. Upon initial evaluation, physio-control verified the reported issue and observed that the device would power on with a blank screen and subsequently shutdown within few seconds. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device at the product assessment center (pac) and was able to verify reported issue. The device was received in pac in a state that does not allow for proper troubleshooting. A cause of the reported issue could not be determined.